Event description:
A pt underwent a therapeutic egd procedure to perform gastric hemostasis. The resolution clip device would not deployed. The clinician was unable to retract the sheath to facilitate the deployment sequence. It is unknown if the scope was in a retroflexed position or if the pt anatomy was tortuous. One prior and one subsequent attempt to utilize a resolution clip device resulted in the same issue. Please note associated medwatch numbers: 6000048-2006-002xx and 6000048-2006-002xx (attached). The procedure was successfully completed with another of the same device. The pt did not sustain any reported complications or ill effects as a result of the deployment issue. The pt condition is noted as fine.